Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the (B)(6) department and shipped to pdc on (B)(6) 2016. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 9:30 am after several attempts to perform blood glucose test were unsuccessful due to the end user's prodigy diabetes meter would not power on. The end user fainted and the paramedics were called and performed a blood glucose test with their meter but she could not recall the reading, an unknown IV solution was administered and she was transported to the ER. Upon arrival to the ER her blood glucose reading was 290 mg/dl. She received an unknown oral tablet along with an additional IV solution. After 3 hours in the ER the end user was discharged and instructed to follow-up with her pcp and ensure that she maintains her medication schedule. No additional details were provided in regards to this medical event.